Event description:
It was reported that x-ray revealed complications deploying helix of right atrial lead in several positions occured during initial implant procedure. The doctor did not test the helix on the table prior to implant. It was also reported that stylet reinsertion failed 5 cm into lead. The lead was not used and replaced with no issues. The patient condition is stable and recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.